Event description:
It was reported that x-ray shows the right ventricular (rv) lead had dislodged postoperative. The lead was found to have high thresholds and low sensing. The lead was revised and repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.